Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse replaced the x-transfer flat ribbon cable. Instrument is functioning as intended and released. A 13 month complaint/ service history review for serial number (B)(4) was performed and found one other complaint with similar event. The most probable cause for this event is failure of the x-transfer flat ribbon cable. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007.

Event description:
On the (B)(6) 2015 the customer reported error 4163 x-axis cup transfer z-axis home overrun. Customer indicated that the tip was stuck in the gel. The tip was removed and the sample probe was wiped. The customer repeated a few specimens where the sample was pickup but when the sample probe was checked the tip was not discarded. Customer requested service in order to address the reported issue which resulted in delay reporting of results for bhcg. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.